Event description:
It was reported that the patient was usually a good performer. However, a steady rise in ground path impedance was observed. Patient' scores on speech test has deteriorated. A revision surgery was recommended and device explanation is possible.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.